Event description:
It was reported that there was noise across electrocardiogram (ECG) 1 and 2 that looked like ventricular tachycardia of a patient. There was no patient connected. Technical support (ts) had the caller change outlets and not use a power strip. The caller also changed location and the noise was still present. The caller then disconnected the ECG cable and the noise went away. The caller stated they do not use the ECG cable so that will be left disconnected and the programmer ECG screen is free of noise. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).